Event description:
It was reported that the patient experienced severe hyperglycemia with blood glucose readings above 400 mg/dl while using the ilet with a subcutaneous insulin pen backup, noted a bent cannula at the prior infusion site, disconnected the pump at one point without occlusion alerts, administered insulin, replaced the infusion set, and later observed the pump functioning normally. Customer care provided the user troubleshooting and education. Investigation of this case revealed a bent cannula at the prior site with no confirmed pump occlusion and subsequent normal operation after reconnection and set change. Symptoms included loss of consciousness, dizziness and fall were consistent with hyperglycemia. Outcomes included transient clinical impact without hospitalization. It was concluded that hyperglycemia occurred and although bent cannula cannot be ruled out, the cause remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.